Event description:
The customer reports that during a mastectomy procedure the pt incurred a superficial burn to the left shoulder due to the pencil self activating.

Manufacturer narrative:
The returned pencil was evaluated and confirmed to self-activate in the coag mode of operation. This condition was a result of the internal switching pin height being below tolerance. Low pin hight is a result of excessive pressure being placed on the rocker switch in an attempt to use a pencil that is non-functional. This failure mode has been corrected by modifications that will not allow the pin to over-travel if excessive pressure is applied to the switch. Additional design changes have been implemented to improve the overall reliablity of the pencil.